Manufacturer narrative:
Information references the main component of the system and other applicable components are:

Event description:
A patient reported via a family member stimulation in the wrong location and uncomfortable stimulation. The caller reported the patient is getting good results with the therapy. The patient stated their right leg "feels different". The patient noted they feel simulation in their upper leg when the programmer is on his body even if he doesn't make any changes. The caller stated the upper leg stimulation began "sometime after implant." The call mentioned also that he has some weakness in the upper leg, which began "sometime after implant". The caller reported the implantable neurostimulator is on and at 4.1 volts. The patient plans to follow up with their healthcare professional (hcp) to discuss the stimulation in the upper leg. The patient has had both knees replaced. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.